Event description:
Patient revised on (B)(6) 2020 due to dislocation approximately 1 year after primary surgery. Surgeon explanted the 36/+3 standard humeral cup and replaced it with a new 36/+3 standard humeral cup and a +9mm humeral spacer.